Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that he was hospitalized after getting hit by a car. The blood glucose had been running high since that event. The customer was wearing the insulin pump at the time of the event. The blood glucose reading was 411 mg/dl. The customer was treated with manual injections. The drive support cap was noted as flush. The insulin exited with the manual prime and no air bubbles or leaks were observed. The insulin was good and the insertion site was not sore or irritated. The cannula was not bent. The time and date were incorrect and the customer was assisted in correcting it. The basal rates and bolus wizard settings were programmed accurately. The customer declined the high pressure test. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.